Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic vibrations/discomfort"), paraesthesia ("tingling in hands, feet and face"), hypoaesthesia ("numbness in hands, feet and face"), nervousness ("I was nervous prior to surgery"), anger ("I was anger prior to surgery"), migraine ("severe migraines"), vitamin d deficiency ("vitamin d deficiency"), asthenia ("I could tell a difference in my energy as soon as I woke from surgery"), pain ("my body no longer ached"), contusion ("bruises I had on my legs literally disappeared immediately"), fatigue ("I was so exhausted"), arthralgia ("my hips and shoulders ached on a regular basis"), musculoskeletal pain ("my hips and shoulders ached on a regular basis") and post procedural constipation ("the stool softeners can often make it more difficult to have a productive bm/get some organic prune juide/this was what finally worked for me last year after I had my surgery.") And was found to have progesterone decreased ("low progesteron") and blood testosterone decreased ("low testesteron"). The patient was treated with tramadol and surgery (laparoscopically assisted vaginal hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, pain, contusion, fatigue, arthralgia, musculoskeletal pain and post procedural constipation had resolved, the paraesthesia, hypoaesthesia, nervousness, anger, migraine, vitamin d deficiency, progesterone decreased and blood testosterone decreased outcome was unknown and the asthenia was resolving. The reporter considered anger, arthralgia, asthenia, blood testosterone decreased, contusion, fatigue, hypoaesthesia, migraine, musculoskeletal pain, nervousness, pain, paraesthesia, pelvic discomfort, pelvic pain, post procedural constipation, progesterone decreased and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter was added. Events bruising on leg, energy decreased, general body pain, pain in hip, shoulder pain were added. Hysterectomy was updated to laparoscopically assisted vaginal hysterectomy leaving ovaries. On (B)(6) 2020: follow up received from social media. Reporter was added. Event post procedural constipation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic vibrations/discomfort"), paraesthesia ("tingling in hands, feet and face"), hypoaesthesia ("numbness in hands, feet and face"), nervousness ("I was nervous prior to surgery"), anger ("I was anger prior to surgery"), migraine ("severe migraines") and vitamin d deficiency ("vitamin d deficiency") and was found to have progesterone decreased ("low progesteron") and blood testosterone decreased ("low testesteron"). The patient was treated with tramadol and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and pelvic discomfort had resolved and the paraesthesia, hypoaesthesia, nervousness, anger, migraine, vitamin d deficiency, progesterone decreased and blood testosterone decreased outcome was unknown. The reporter considered anger, blood testosterone decreased, hypoaesthesia, migraine, nervousness, paraesthesia, pelvic discomfort, pelvic pain, progesterone decreased and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event vitamin d deficiency, low progeesteron, low testosterone were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic vibrations/discomfort"), paraesthesia ("tingling in hands, feet and face"), hypoaesthesia ("numbness in hands, feet and face"), nervousness ("I was nervous prior to surgery"), anger ("I was anger prior to surgery") and migraine ("severe migraines"). The patient was treated with tramadol and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and pelvic discomfort had resolved and the paraesthesia, hypoaesthesia, nervousness, anger and migraine outcome was unknown. The reporter considered anger, hypoaesthesia, migraine, nervousness, paraesthesia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: this follow up was transferred from deleted duplicate case (B)(4) (medwatch 3500a MFR number 2951250-2019-11265 - not distributed with latest duplicate message). New event was reported via social media: severe migraines. Tramadol was given as remedial drug based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic vibrations/discomfort"), paraesthesia ("tingling in hands, feet and face"), hypoaesthesia ("numbness in hands, feet and face"), nervousness ("I was nervous prior to surgery") and anger ("I was anger prior to surgery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and pelvic discomfort had resolved and the paraesthesia, hypoaesthesia, nervousness and anger outcome was unknown. The reporter considered anger, hypoaesthesia, nervousness, paraesthesia, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate of case- 2019-229227 (medwatch 3500a MFR number 2951250-2019-14524) and 2019-200234. Which will be deleted from bayer safety database after all information was transferred to this case-2018-203201 which will be retained. This is a retention case. All the information: reporter¿s information. New event- pelvic pain, nervous, anger were added. Outcome of the event pelvic discomfort was updated to recovered/resolved, action taken with drug, references details and source documents were transferred from both deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.